Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
No tampon attached to string...tried 4 hours to get the tampon out. Pieces of the tampon fell out into the toilet- vagina [foreign body in reproductive tract] . String of tampon sitting on top of the toilet paper [device breakage] . Went to use the restroom. Tampon was stuck, string disconnected [complication of device removal] . Case narrative: consumer reported via e-mail that the tampon string disconnected from the tampon. No serious injury reported.